Event description:
The user facility reported a 51yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the customer was having issues with torque on the catheter. When troubleshooting the catheter, a "controller error" alarm occurred. The controller was swapped out without success. The decision was made to replace the catheter and the issue resolved using the initial console. There was no patient harm reported.

Manufacturer narrative:
The investigation for the "controller error" has been completed. The device and the data logs were returned for evaluation. The logs were reviewed and show the placement signal cut out before the patient cable is unplugged. The log pattern suggests a fiber break in the red handle. When the fiber is broken and the pump is plugged into a new console it can trigger a console failure because the console is unable to read the optical parameters. Upon evaluation of the device, the patient cable bond was found not intact which resulted in broken optical fiber in the red handle. The root cause of the optical signal issue was determined to be a broken fiber line due to an insufficient patient cable bond. This report is being filed as part of a retrospective review of historical records.